Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 and reported intermittent audio output. Dexcom technical support requested that the patient's mother test the alert functionality, reported alerts functioned. At the time of contact, patient's mother did not report any injury or medical intervention.